Manufacturer narrative:
H6 imdrf device code f1001 captures the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that a spyscope ds ii device and spy ds controller were attempted for use during an endoscopic retrograde cholangiopancreatography (ercp) with a peroral cholangioscopy guided biopsy on (B)(6) 2026, for the treatment of indeterminate biliary stricture. The procedure began with a sphincterotomy. Stricture was observed in the common hepatic duct and the spyscope ds ii was inserted to investigate. The bile ducts were observed for approximately 25 minutes. Contrast was injected and an attempt was made to cannulate the hepatic ducts. The physician decided to use forceps and while the devices were being exchanged, visualization from spyscope was lost. A biopsy was attempted using fluoroscopic guidance only. This physician could not obtain the needed samples and placed a stent. The procedure was unable to be completed, and the patient was rescheduled for another ercp and biopsy. No patient complications were reported as a result of this event.